Event description:
Unomedical reference number (B)(4). Event occurred in italy it was reported that patient faced infusion set cannula bent event on 22 april 2024. Blood glucose level was 300 mg/dl. The events occurred within 3 hours of insertion. The patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.